Event description:
During a transarterial embolization of the arteriovenous fistula, the second coil (subject device) became tangled with the first coil implanted in the aneurysm. During retrieval of the subject device, the coil prematurely detached inside the microcatheter. The coil was removed within the microcatheter. There was no injury to the patient.

Manufacturer narrative:
Device was disposed.

Event description:
During a transarterial embolization of the arteriovenous fistula, the second coil (subject device) became tangled with the first coil implanted in the aneurysm. During retrieval of the subject device, the coil prematurely detached inside the microcatheter. The coil was removed within the microcatheter. There was no injury to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned; therefore, analysis could not be performed. Based on the information available, a probable root cause of procedural factors was assigned.